Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient received venaseal treatment of the great saphenous vein (gsv) IFU was followed with no issues reported. The procedure completed as normal and the vein successfully closed. One-week post-procedure the patient presented with skin irritation in the form of itching and irritation and hives on both legs. The patient was prescribed a medrol dose pack and the irritation resolved. The physician is of the opinion the patient may be allergic to cyanoacrylate.